Event description:
On (B)(6) 2012, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. After the devices were deployed, when ballooning the distal trunk-ipsilateral leg at the left side, angiogram showed that the inflated balloon extended to the iliac artery. It was over-inflation. At that time, the pt's blood pressure dropped because of left iliac artery rupture. A contralateral leg was implanted, but the rupture was not resolved. The retrograde blood flow leaked from the ruptured portion. The physician performed surgical treatment to suture the ruptured portion. The rupture was repaired and the pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions: per the gore excluder aaa endoprosthesis instructions for use: follow the MFR's recommended method for size selection, preparation and use of aortic and iliac dilation balloons, carefully monitoring both volume and pressure to avoid complications.